Event description:
It was reported that PICC line in patient had leakage issues and had to be pulled. When infusing through one of the lumens, the infusate comes right back out of the second lumen rather than being infused through the line. Line was pulled and patient needed a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leakage between the lumens was confirmed and the cause was manufacturing related. The product returned for evaluation was one 4fr dual lumen provena powerpicc solo catheter. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent; however, when flushing the red luer, water was observed exiting the purple lumen and when flushing the purple lumen, water was observed exiting the red lumen. Clamping along the catheter shaft isolated the interluminal connection to within the molded joint. The molded joint was dissected, and a void was observed in the inner clear molded material. The void resulted in a fluid pathway between the two lumens, near the center of the molded joint. The observed leakage between the two lumens was caused by a void in the internal molded material. This molding flaw was introduced during the manufacturing process.